Event description:
The customer reported having unexplained high blood glucose of 538mg/dl, and he has treated with manual injections. The caller experienced extreme thirst and frequent urination. Troubleshooting was performed. The time, date, and settings were correct. Advised the caller to perform a manual prime test and the insulin did exit. Assisted the customer to run the self test and passed. Conducted the high pressure test and the test failed twice. Instructed the customer revert to back up plan. The customer also mentioned that insulin was leaking into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.mfg. Report 2 of 2, medwatch report # 3004209178-2012-89629.mfg. Report 1 of 2, medwatch report # 3004209178-2012-89627.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.